Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that the clave secondary port of the cassette of the tubing set broke off and an unspecified volume of solution leaked. No specific details were provided. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.